Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose was 256 mg/dl.